Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion. The patient came back with 15.5mls of therapy left in the cassette. The issue occurred while in use with the patient, it's unknown if the patient received the remaining infusion but there was no reported injury or adverse events.